Event description:
Following initiation of cardiopulmonary bypass the mps cardioplegia sys was primed with the pt's blood. Upon delivery of cardioplegia, a leak was noticed at the junction of the blood compartment and the heater/cooler water coil. The leak was isolated within the water component (which is non-sterile).